Event description:
It was reported to medtronic minimed that the customer experienced an unexpected battery power loss. The customer reported no adverse events. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported receiving a replace battery alert or replace battery now alarm. This was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the device was returned for analysis. The customer discontinued use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump successfully downloaded traces and history file using thump. Pump passed active current measurement, self test, and displacement test. However, unit received with unexpected battery power loss and had high sleep current. ¿pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapped pcba 1 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the pump history on (B)(6) 2024 at 12:06:00.000. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, and missing display window cover. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current. Problem isolated to pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.